Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The complaint reported silicone offsetting. Potential factors include defective wound contact layer and storage environment. The wound contact surface of the allevyn life is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. Defective wound contact layer or high storage environment may contribute to silicone offsetting. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on removal of the plastic cover of the dressing, part of the silicone came away from the foam and remained on the plastic cover. Additionally, on removal of the same type of dressing from the patients skin, bits of silicone remained on the skin and had to be picked off. It is unknown if a back-up was available and if there was a delay in the procedure. No patient harm reported.